Event description:
During the implant procedure, the device generated unacceptable lead data. The device could not be interrogated along with getting noisy telemetry. The physician tried in interrogate the device again multiple times with the same results. After the physician called technical services, it was decided to implant a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.